Event description:
Healthcare professional reported an "infected right sided breast implant with discharging pus from central breast¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported an "infected right sided breast implant with discharging pus from central breast¿. The device has been explanted.

Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified: opening curved on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infected right sided breast implant with discharging pus from central breast¿.

Event description:
Healthcare professional reported an "infected right sided breast implant with discharging pus from central breast¿. The device has been explanted.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30037054 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of aug 2019 through jul 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported an "infected right sided breast implant with discharging pus from central breast¿. The device has been explanted.